Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Evaluation in our laboratory found a broken weld on the channel bracket. This condition has been addressed.